Manufacturer narrative:
Additional information was obtained from the customer¿s healthcare provider: the customer was found dead in her apartment on (B)(6) 2015. It was presumed that the customer had been dead for approximately 30 hours. The cause of death is undetermined/ natural causes, with diabetes as a possible factor. The insulin pump was on a table when the customer was found. It is unclear whether the customer was changing out supplies at the time of death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away due to hypoglycemia. The event date was not provided, and no additional information was provided.